Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. Alerts were produced in the remote monitoring system for this issue. It was noted the device was implanted recently as a replacement for the non-boston scientific ICD and the lead had been implanted since 2010. Technical services reviewed the available data and noted the other lead diagnostics were normal and there were no stored episodes showing any noise. It was recommended to see the patient in the clinic for troubleshooting, to see if any noise could be provoked with patient movements and pocket manipulation, and by taking continuous impedance measurements to see if the out-of-range values could be reproduced. Technical services discussed that if troubleshooting did not reveal any evidence of impairment, the lead could continue to be monitored. The physician questioned a dented or damaged terminal pin, and technical services discussed the potential for impedance jumps related to microparticles causing intermittent contact with non-boston scientific is-1 terminal pins in the header of a boston scientific device. No adverse patient effects were reported. The device and competitor's lead remain implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. Alerts were produced in the remote monitoring system for this issue. It was noted the device was implanted recently as a replacement for the non-boston scientific ICD and the lead had been implanted since 2010. Technical services reviewed the available data and noted the other lead diagnostics were normal and there were no stored episodes showing any noise. It was recommended to see the patient in the clinic for troubleshooting, to see if any noise could be provoked with patient movements and pocket manipulation, and by taking continuous impedance measurements to see if the out-of-range values could be reproduced. Technical services discussed that if troubleshooting did not reveal any evidence of impairment, the lead could continue to be monitored. The physician questioned a dented or damaged terminal pin, and technical services discussed the potential for impedance jumps related to microparticles causing intermittent contact with non-boston scientific is-1 terminal pins in the header of a boston scientific device. No adverse patient effects were reported. The device and competitor's lead remain implanted and in service.